Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for descending aortic aneurysm. The stent graft was successfully deployed. When the 22fr dsf seal was removed, the right common iliac artery was dissected and the right internal iliac artery was covered. A stent (luminexx) was deployed for treatment. The dissection disappeared. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).